Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid pd effluent. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, routes, and frequencies were not reported). On an unreported future date, the patient was going to be switched to a different (unspecified) antibiotic treatment because the peritonitis was not improving. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and physioneal/nutrineal therapies were ongoing. No additional information is available.